Manufacturer narrative:
A specific root cause was not identified. The data provided by the customer was reviewed and assessed by the investigation. Estradiol iii was developed through the application of new monoclonal antibodies and the optimization of standardization. The differences between estradiol ii and estradiol iii results are due to differences in cross-reactivity profiles and a bias of the method comparison. Differences of at least 10-15% between results are expected. Estradiol ii generally recovers higher than estradiol iii which correspond to the data provided by the customer. However, for single patient samples the over-recovery is even higher which can be explained by the different specificity profiles of the respective antibodies. The investigation could not be completed since no patient samples were available.

Manufacturer narrative:
This event occurred in(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 22 patient samples tested for elecsys estradiol iii assay (estradiol iii) compared to elecsys estradiol ii assay (estradiol ii) from a study performed on a cobas e 411 immunoassay analyzer between(B)(6) 2017 and (B)(6) 2017. The estradiol iii results were reported outside of the laboratory to patients. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e411 analyzer serial number was not provided.